Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after an unrelated procedure involving electrocautery, the pacemaker exhibited a diagnostics anomaly, false elective replacement indicator and end of service alerts. These false alerts were cleared via a firmware download. The patient remained asymptomatic during and after this event.